Manufacturer narrative:
Report as per request from FDA medwatch program.

Event description:
"Customer stated on (B)(6) 2016: during a leep procedure the grounding pad, shocked and burned the patient." (B)(4).